Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that while working on (B)(6), their blood glucose (bg) began to go low. Patient has hypoglycemic unawareness thus uses cgm. Patient states that because they were was at work, the pump was in pocket - therefore they did not note the readings had changed the ???'s. Patient states that because his cgm was working properly to alert him of his low bg - that his low bg became worse and dropped to 37 mg/dl the on glucometer with symptoms of dizziness and sweatiness. Patient states he does not remember all the details of the event - but they treated and eventually returned to work, no outside treatment or 3rd party assistance required. Customer support advised patient to change sensor and documented these concerns. This is not reportable because insulin delivery from the pump is not interrupted. The alleged product issue is not likely to cause an adverse event because the sensor and transmitter have no affect on insulin delivery. The owner's booklet instructs the user to contact animas if a broken or defective sensor is suspected. The user is also instructed not to solely use cgm technology when making dosing decisions with the pump. This complaint is being reported as the patient experienced hypoglycemia related to use error.